Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during priming. Per the initial report, the home patient (hp) is asking if the patient line should be clamped or opened. The hp stated that this is their first time on the hc and they wanted to make sure he is setting up correctly. The hp stated during priming, the patient line had some solution spew out from top of line where cap is. Gts assisted the hp by advising that this is okay as the patient line cap is a vented cap. Gts advised the hp that they should not remove that cap until they are ready to connect self. Gts also went through the steps of repriming with the hp. Product surveillance contacted the hp on (B)(6) 2010 and he stated that he had a problem with only the one cassette. He stated that he has already discarded the sample and does not recall the lot number. He was able to reprime the patient line and hasn't had any problems since. Therapy was resumed and there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.